Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pumpw as priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2015 - device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: no cartridge detected and loss of prime warnings were observed in the black box with zero force. During the load cartridge step, the pump failed to detect the cartridge. A force sensor calibration test revealed that the sensor was not detecting a force. The pump was opened and one of the pins on the force sensor wire was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.